Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump¿s buttons was stuck. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had to change out battery more than one time every seven days and crack near battery cap. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information given in the section d1/d2 regarding brand name was incorrect with the initial report. The correct information has been provided with this report.